Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication was not showing up to load in pyxis. A technical support specialist (tss) contacted the customer and requested verification of the medication status, dispensing and loading settings, package and barcode configuration, station formulary assignment, and confirmation that the station was published and synchronized after any changes. The tss informed the customer that the issue had been escalated to corporate support. After corporate support adjusted certain system settings, both medications were able to load properly. The tss acknowledged the customer's feedback and inquired whether permission was granted to close the case or if further assistance was needed. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medications did not appear for loading on the pyxis system. The customer reported that mycophenolic acid 180 mg and zonisamide 100 mg capsule did not appear for loading on the pyxis es server. When scanned at the station, the medications displayed a "cannot pend" message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.